Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD; 5076-52 lead; 6935m62 lead; 5866-38m adaptor implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead setup was fracture. It was noted that the lv leads had unstable thresholds and high impedance measurements. It was also noted that one of the leads within the lv lead setup had no capture at max output. The lv lead setup was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.